Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken stem extension at the tibial plate junction.

Manufacturer narrative:
The actual device was not returned for review. Device history records were reviewed for the stem extension and no deviations or anomalies were found. Review of returned photographs confirms that the stem extension fractured just below the tapered portion. It is likely that the tapered portion is still seized within the tibial plate. This device is used for treatment. Primary and revision operative notes were returned for review. Review of primary operative notes indicate the patient underwent a revision left total knee arthroplasty on for a medial tibial plateaus fracture that results in a collapsed tibial plate and instability of the knee. It was reported that the femoral and patellar components were both intact and well fixed. The tibial plate was grossly loose and explanted. Due to the severity of the fracture, tm cones and additional augment were necessary. With the addition of an extra-long stem, this built a construct reported to have excellent range of motion, great patellar tracking, and good stability. Review of operative notes for the primary surgery do not reveal any deviations that could have contributed to the reported event. Review of the revision operative notes confirms patient underwent a revision of left total knee arthroplasty. Indications reported a fractured tibial stem and suggested that as he was (B)(6), ¿likely led to this problem and implored him to lose weight¿; given the inability to bear weight, the patient was scheduled for the revision. The femoral and patellar components were both found to be well fixed. The articular surface was removed and the fracture tibia and stem construct. Trial components revealed excellent range of motion and final components were implanted. The implants used were verified for compatibility. Per the zimmer nexgen knee profiler, the ac articular surface is not compatible with the cr-flex femoral. Use of these components together likely did not contribute to the reported fracture, but could result in soft tissue impingement, pain, or anterior lift-off of the thicker articular surfaces from the tibial plate. A product history search revealed no additional complaints against the related stem extension part and lot combination. Based on the operative notes and the surgeon¿s comments regarding the patient¿s weight and lifestyle, it is likely that the patient¿s condition was the cause of the fractured stem extension.